Manufacturer narrative:
Continuation of d10: product ID a810; software version 2.0.1460, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The implant date of the pump was unknown. The pump remained still implanted as of (B)(6) 2024. The end of service (eos) date issue was still not resolved. The patient was on oral baclofen. The pump replacement date was scheduled, but the date of the procedure is unknown, and the healthcare provider has to clarify with the patient. The healthcare provider was to return the pump after explanting. Refer also to MFR report# regarding code 529 (pump motor has stopped and resumed operation).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The implant date of the pump was unknown. The pump remained still implanted as of (B)(6) 2024. The end of service (eos) date issue was still not resolved. The patient was on oral baclofen. The pump replacement date was scheduled, but the date of the procedure is unknown, and the healthcare provider has to clarify with the patient. The healthcare provider was to return the pump after explanting.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 716,4 mcg/day via an implantable pump for unknown indications for use. It was reported that during the refill on (B)(6) 2024, the ct900 indicated the occurrence of the elective replacement indicator (eri) as follows: (B)(6), 1 month from session date). It was stated that at this time, the eri was not yet active. The specification 'on (B)(6)' did not match the specification '1 month'. It was stated that this was not noticed on (B)(6) 2024. On (B)(6) 2024, the pump was read out due to an existing alarm and indicated that it was in the eri and would switch to end of service (eos) on the same day. When the logs were read out, it was established that the pump had been in eri since on (B)(6) 2024 and would therefore go into the eos 90 days later on (B)(6). It was stated that the indication 'on (B)(6)' for the eri on (B)(6) was therefore incorrect. However, the specification '1 month' was correct, as the pump already switched to the eri on (B)(6). It was stated that as this only became apparent on (B)(6), the pump could not be changed in time and the patient had to be switched to oral baclofen. It was unknown if there were any environmental/external/patient factors that had led or contributed to the issue. Diagnostics/troubleshooting performed included the pump being read out. No actions/interventions were performed. The issue was not resolved and the patient's status was "alive-no injury". A surgical intervention did not occur; however, one was planned but not yet scheduled. The patient's weight and medical history was asked but would not be made available due to legal/confidential reasons.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection and alarm output. Dispense testing could not be performed due to the pump having reached end of service (eos) due to time progression. No anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. It was reported that the pump was replaced on (B)(6) 2024 and was to be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Refer also to MFR report # 3004209178-2024-20972 regarding alternate events associated with the model 8637-40 pump with serial number (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.